Manufacturer narrative:
Final device analysis results revealed the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device.

Event description:
The implantable neuro stimulator device was returned for analysis after 31 months implant duration due to a reported loss of stimulation. The unit was replaced with no patient complication reported.